Event description:
It was reported that during an abdominal aortic aneurysm stent graft placement procedure, occlusion balloon deflation difficulty occurred. The anatomical location being treated was the abdominal aorta. The equalizer 33x7mm balloon was inflated in the aorta in a triple stent graph from another manufacturer. The balloon would not deflate. Five cc of contrast were used and 15 cc of saline. The syringe was emptied. The syringe was "drawn negative" until the balloon was deflated. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an abdominal aortic aneurysm stent graft placement procedure, occlusion balloon deflation difficulty occurred. The anatomical location being treated was the abdominal aorta. The equalizer 33x7mm balloon was inflated in the aorta in a triple stent graph from another manufacturer. The balloon would not deflate. 5cc of contrast were used and 15 cc of saline. The syringe was emptied. The syringe was "drawn negative" until the balloon was deflated. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
Device evaluation by manufacturer: the complaint sample was returned for evaluation. The syringe used to inflate the balloon was not returned with the complaint device. Both proximal and distal balloon bonds were examined and found to meet the specification. The balloon was inflated with water and was successfully deflated within 5 seconds. Visual examination of the balloon confirmed that there were no visible defects present. The catheter shaft was examined for cosmetic defects, and none were found. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4).